Manufacturer narrative:
It was reported that right hip revision surgery was performed due to femoral neck fracture and failed resurfacing. During the revision, the bhr head was removed. The bhr cup remained. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The 1st revision/conversion to right tha 5 months post right bhr was reportedly due to the onset of progressive pain approximately 4 months post bhr. Per the 1st right hip revision/conversion (c-208470) operative note, the radiological imaging showed a right femoral neck fracture. Intraoperative findings after the femoral neck fracture and head were removed noted the ¿bone around this area of the remaining neck did appear to be sclerotic consistent with avascular necrosis¿. Two sets of deep cultures were taken as well as bone sent for specimen and for culture, however, no pathology was provided. The trialing components reportedly ¿showed excellent stability with equal leg lengths¿ and the surgeon elected not to revise the cup as it was reported ¿acetabular rim was reviewed and found to be stable with good positioning¿. The first revision which occurred 5 months post right bhr was most likely due to the reported right subcapital femoral neck fracture secondary to the finding of avascular necrosis(c-208470). The patient impact beyond the reported symptoms and right hip conversion, subsequent second revision (investigated under c-0208468), and an expected post-operative convalescence period cannot be determined. No further medical assessment is warranted at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. Based on the available information, it appears avascular necrosis led to the femoral neck fracture and revision. The operative reports supplied do not state if the patient presented with avascular necrosis during the initial bhr implantation. It is therefore unclear if the avascular necrosis present at the time of revision was progression of the original hip disease. However, avascular necrosis is a patient factor and not a bhr device failure. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr head was removed. The bhr cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The available medical documents were reviewed. The revision to tha 5 months post bhr was reportedly due to the onset of progressive pain approximately 4 months post implantation. Radiological imaging showed a right femoral neck fracture. Intraoperative findings after the femoral neck fracture and head were removed noted the ¿bone around this area of the remaining neck did appear to be sclerotic consistent with avascular necrosis¿. The trialling components reportedly ¿showed excellent stability with equal leg lengths¿. The first revision was most likely due to the reported right subcapital femoral neck fracture secondary to the finding of avascular necrosis. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. However, based on the available information, a root cause of not product related has been selected as it appears avascular necrosis led to the femoral neck fracture and revision. Avascular necrosis is a patient factor and not a bhr device failure. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that revision surgery of the resurfacing femoral head component only was performed due to femoral neck fracture, pain and failed resurfacing.